Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 40 mg/dl at the lowest. Cause of the low bg levels were unknown. Bg was addressed by drinking juice. Reportedly, the customer contacted the healthcare provider to discuss the issue.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump and continuous glucose monitor was not in use during the timeframe provided for the low bg events. There were no erratic basal rate adjustments. The user regularly requested boluses over the maximum bolus allowed. Subsequently, the user would deliver the maximum allowed of 25 units. User made bolus requests while still having insulin on board (iob) and without entering current bg level. Complaint could not be confirmed. Making bolus requests while still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.